Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only event year known: 2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer = the device was used in the usual manner. It did staple the whole vein as usual. The staple line was checked and was complete. And the cut was smooth too. The device did open smoothly and was removed without any difficulties. After 10-15 mins of stapling the vein we encounter massive bleeding, when I did check the area of the vein , the right hepatic vein was completely opened and no single staple was holding, some of the staples were attached to one side of the vein and few were not even attached to the vein. Two other hepatobiliary consultants joined me and both confirm this issue. Unfortunately patient bled and we could not control the bleed from the vein and patient passed away. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What device was used with gst 60w? If able can you provide more information on the staple formation and shape of the staple seen on the vein? What were the indications for the surgical procedure? Was the tissue on the vein friable or fragile from the surgeon¿s opinion? What is the current location of the device and cartridge? Are they available for return for engineers to analysis? If patient has cancer diagnosis, where they receiving preop chemotherapy or radiation? If so, can you give details? Is the surgeon interested in a call to discuss reported case with ethicon engineering and medical staff? If yes, please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team with pick the time that the most members can participate and schedule. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a misfire in a white reload gst60w took place, the lot# was u40268.

Manufacturer narrative:
(B)(4), date sent: 3/1/2022. Additional information was requested and the following was provided: what was the surgical procedure? Right hepatectomy. What device was used with gst 60w? Echelon. If able can you provide more information on the staple formation and shape of the staple seen on the vein? Answered before. What were the indications for the surgical procedure? Liver malignancy. Was the tissue on the vein friable or fragile from the surgeon¿s opinion? No. If patient has cancer diagnosis, where they receiving preop chemotherapy or radiation? If so, can you give details? No pre op treatment given. It¿s mentioned that there is 2 devices involved, kindly let us know if both were used on patient and the reason they used two ? Only one device was used. Did the two staple fail to hold? Only one device was used. What was the operation performed? Surgery was not completed as the patient bleed massively from the right hepatic vein.